Manufacturer narrative:
The lot number of suspected device cannot be identified. Following products were implanted: product ID, lot number , quantity. 5440030 h5244536 3; 5440030 h5236897 1; 5440030 h5248052 1. Device code: (B)(4) -threads sheared, the product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: low back pain and intervertebral disc disorders with radiculopathy, lumbar region it was reported that on (B)(6) 2016, patient underwent transforaminal lumbar interbody fusion at l3-4. Intra-op, during provisional tightening of set screws surgeon noticed fragments of the set screw shearing off into the patient. He indicated that the set screw was not cross-threaded. He completed provisional tightening and removed fragments from the patient and used the same set screws for final tightening. No fragments produced at final tightening. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.